Event description:
A head CT performed under adverse conditions (combative pt, needed to be restrained) on the siemens CT scanner. The image in question was performed helically on the siemens CT scanner with reconstruction. It was post-processed in the opposite direction of normal reconstruction (i.e. Head to toe rather than the more common protocol from toe to head). The images were sent to pacs in this format and pacs correctly re-oriented the images for correct viewing. Ge believes there is something in the way the ge web product is reading this study and may randomly display selected images flipped in the main window. Ge hypothesizes this is caused by an unknown presentation state display flag (comes from siemens CT scanner and is inherent in the improperly developed study). Steps have been put in place to ensure patient safety while the investigation continues (i.e. Reconstructions only to be performed in the common toe to head direction).